Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon broke in half leaving a piece inside. She was able to manually remove the remaining tampon piece. She scheduled an appointment with her gynecologist to ensure no tampon pieces were left inside.